Event description:
It was reported that the cadd signals that there is a detached cassette. There was unknown patient involvement.

Manufacturer narrative:
B3: day is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed through the event history log. The downstream occlusion sensor will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.